Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor and the system interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the left monitor on the 9800 system goes blank. No patient injury was reported.